Event description:
It was reported that the target lesion was in the mid to proximal left anterior descending artery with moderate tortuosity and no calcification. After pre-dilatation with a 2.0 x 12mm trek balloon, the 2.5 x 12 mm xience v stent was implanted in the lesion. No post-dilatation was performed. Then a non-abbott intra-vascular ultrasound (ivus) was used to confirm the vessel diameter for distal portion of xience v stent. It crossed the stent distally, but the ivus was unable to display the imaging and the physician attempted to retract it from the anatomy. During removal of the ivus, it became stuck with the implanted xience v stent. The physician tried to remove the ivus catheter in a number of different ways, but the ivus was unable to be removed from the anatomy. Conclusively, the xience v stent and the ivus were surgically removed from the anatomy. The implanted xience v stent had to be removed, as the ivus becoming stuck on the implanted stent caused the stent to lose shape. The physician commented that this event was not caused by the xience v stent. No adverse patient sequela was reported. The patient was reported to have recovered. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: decilion fl, decilion md,guide cath: terumo 5fr jl3.5.the customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.